Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the system was explanted to address the issue. Patient was placed on oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.